Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, IV pump motor does not stop after IV infusion has been completed, which was reproduced by running an infusion to completion and continuing with keep vein open (kvo). During kvo, the pump continues to run at a very slow 1 ml/hr rate which should not be audible. This device, however, made a strange noise when the pump continued to run on kvo. Upon opening the case, evidence of impact damage was identified as the motor mount screws were severed and the gears were found improperly aligned. The motor assembly was replaced to correct this condition. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00836 can be removed from the FDA database. (B)(4)

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump motor continued to run after the infusion was completed during preventive maintenance testing. It was also reported there was no patient involvement.